Manufacturer narrative:
Device evaluation summary: visual inspection of the 1 returned device shows evidence of being primed. Reason for return was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of nautilus oxygenators, it was reported that air was noted in the devices during p riming. The affected circuits were primed in the usual manner without problem. Upon inspection, fluid was noticeable coming out of the blood flow path and into what is typically a sealed space. Air from that space was able to be aspirated into the circuit with a 50cc syringe. The devices were replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that this defect was noted on lot numbers 2409287 and 2409360 with three oxygenators. Circuits were successfully primed with two oxygenators from two different lot numbers.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that the issue was fluid entering the area at the top of the inlet where it should not be. Medtronic received additional information that as the customer primed, they observed fluid between a gap at the inlet of the oxygenator and once the fluid entered that gap, it looked like air and there was no way to remove it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.